Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 07/08/2015 with the following findings: the black box dates from (B)(6) 2015 - (B)(6) 2015. No evidence of a (B)(4) alarm in black box or alarm history. Black box does show evidence of a partially discharged battery being installed on (B)(6) /2015. No battery cap returned. All testing performed with a test battery cap. Battery cap is able to fully tighten. Battery compartment cracks observed in thread area and below grip pad. "Audio bolus button" cover detached/missing. Current draws are within specifications. No (B)(4) alarms or battery life issues duplicated during investigation. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.